Event description:
It was reported a snapped wire occurred. At the time of this report, it is unknown when the issue was identified, how the procedure was completed and if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a snapped wire was confirmed by failure analysis.